Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail procedure on january 29, 2020, the driving cap with thread broke due to hitting on it while trying to insert the nail and sheared off from the radiolucent insertion handle. The handle was also ruined because the threads broke off in it when the cap sheared. The procedure was completed by opening another set and swapped out the handle and driving cap. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1), unknown nail (part # unknown, lot # unknown, quantity unknown), unknown hammer/mallet (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).